Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a battery compartment crack, a missing bolus button cover and inoperable bolus button. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was revealed during evaluation. The bolus button cover was missing; the bolus button was inoperable without the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).